Manufacturer narrative:
D10 concomitant products: vlft10gen, vlft10gen ft series energy platformx1 (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an exenteration surgery, the handpiece had inadequate/partial sealing and the knife blade got stuck. It did not cut at all. There was evidence of energy delivery and end tones were heard. It was working well for the first 5-6 hours and was able to make many good seals before the issue. Jaws were cleaned regularly. A new handpiece was used and it worked fine. There was no patient injury.